Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the black box data showed call service (052 and 054) alarms. During testing, the pump powered on to a blank display screen. The complaint could not be fully investigated due to this. Evidence of moisture was observed in the display. The battery compartment and pump casing were observed to be cracked. The pump failed a leak test due to this. The pump cover was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged that the pump emitted a 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.